Event description:
The pharmacy at our facility has received several cracked and broken syringes in the last little while. Some of these were discovered while be infused on a syringe pump and some were discovered before they were taken from the package. The cracks seem to start at the tip of the barrel and move toward the plunger. One syringe came with the protective cap broken. One syringe was unopened with the plastic was still on it, but the syringe was completely empty. There have been a total 8 different syringes so far with this defect. These syringes contained fent/bupiv. They are all from the same lot. We have been in contact with the company on these items. No reported harm to any patient. Manufacturer has asked that the defective syringes be sent back to them.